Event description:
It was reported that during deployment the embolization coil, the coil prematurely detached partially in the parent artery. The coil was retrieved using a cook lassoo. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the implant was returned detached from delivery pusher. The implant is stretched and damaged. The attachment tether that holds the implant intact with the pusher is white opaque. This appearance is consistent with being stretched. The delivery pusher and microcatheter were not available for analysis. Root cause analysis: the root cause of this complaint is that the attachment tether was exposed to force greater than the maximum tensile specification of the attachment monofilament (tether). It is unknown if there was damage to the microcatheter that may have attributed to this incident as it was not available for evaluation.